Manufacturer narrative:
Submit date: (B)(6) 2016 an investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports after the catheter was implanted in the patient and during treatment, they found solution leaked from the catheter connected to the patients body. After testing, they confirmed it was glucose solution and the treatment was stopped. After 2 weeks, the treatment was again started and the solution leaked. On (B)(6) 2016 the catheter was replaced with a new catheter.

Manufacturer narrative:
Since the lot number information was not provided a DHR review could not be performed. One used pd catheter was received for analysis and investigation. The sample came inside a generic plastic bag. Visual inspection of the sample revealed that the pd catheter was cut in two parts and presented signs of use (remains of blood). Functional test was performed in order to confirm the defect reported by the customer, after the test both parts of the pd catheter did not showed leak. Additionally, the same test was performed including the transfer set and as result it was found a leakage in the adapter of the transfer set, however this component did not was manufactured by contract manufacturing. An ishikawa diagram was used to determine the potential causes for this event; this is a potential failure mode if the following possible causes are present. Based on visual inspection, the catheter showed evidence of use, however it was tested and the defect was identified in the transfer set that was not manufactured by covidien. According to the sample evaluation a leak was identified in the transfer set, the pd catheter did not present any functional/visible defect; therefore is possible that liquid was discovered in the pd catheter due to the transfer set leakage and the clinician associate this issue to the pd tubing. Based on sample evaluation the pd catheter did not present any defect, however the leak was identified in the transfer set that does not corresponds to a product manufactured in covidien; therefore it could be concluded that the clinician was confused of the source of the leaking and inappropriately relate the leak to the pd catheter. This complaint has not been confirmed as manufacturing related issues. No complaints triggers or trends were identified, therefore corrective or prevention actions are not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.